Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was broken, the fiber bonding in the outer tube area (distal end) was damaged, the cover glass of the charge coupled device section was broken, the protector of the video cable section was cut, the image quality was poor, and the 104 error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube (thermistor) was broken, cover glass of the charged coupled device (r-unit) section was broken, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an anti-fog error. The issue was identified during inspection for use. There were no reports of patient harm.